Manufacturer narrative:
The user reported the pdm battery is swollen and loses charge quickly. The battery returned with the device was observed to be normal and did not appear to be swollen. No damages or defects were observed to the battery or the battery compartment. The device powered on with no issues using the returned battery. Inspection of the log files found no evidence of the device overheating. The log files show the device was operating within the temperature specifications. Inspection of the log files shows signs of power sensitivity issues as the battery level was observed to decrease much quicker than expected. The battery level was observed to decrease from 75% to 2% in 75 minutes. Investigation confirms the battery was unable to hold charge per the design specifications, but the exact cause of the battery not holding charge could not be conclusively determined.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) battery is swelling. It was also reported that the pdm battery is draining quite quickly.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.